Event description:
Received an initial med watch on 7/30/2007 from a hemodialysis user facility that identified that a hemodialysis pt was found unresponsive with the venous needle dislodged. This bloodline set was in use at the time of the event. Also, the rn had reported that the needle was found resting in the axilla area. It was also learned that the rn thinks that possibly the pt had moved his arm, and then the needle dislodged because there was no separation of any sort. The rn also reported that the access was just checked and was secure. The rn also verbally reported that pre-treatment, this pt was not doing that well. It was also learned that the pt presented to the unit prior to dialysis with a low blood pressure of 89/40. The md was notified of the assessment of this pt and staff was instructed by the md to decrease machine temp to 35 c for the treatment. It was also reported verbally that no weight/fluid removal was not being removed due to the low blood pressure found pre-dialysis treatment.